Manufacturer narrative:
The reported complaint could not be confirmed if additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that the air bubble detector (abd) was giving false alarms. There were no reported consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The field service representative (fsr) ran multiple tests and could not duplicate the reported complaint. The unit operated to the manufacturer's specifications.